Event description:
It was reported that during a dye study, healthcare provider (hcp) was only able to aspirate very small amount of the drug. It was stated that the hcp concluded that catheter was occluded and decided to replace system. It was also added that the 40ml pump was protruding on patient; hence it was replaced with a 20ml pump. Patient was without injury. Drug delivered via the device was dilaudid. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information received reported that when the catheter was explanted it was examined on the back table. It was found that the distal 2-3 openings were occluded with a brownish substance. Upon flushing the catheter on the back table the proximal 1-2 openings produced flow. It was noted that the patient was doing better now and was starting to notice pain relief, however they were still in the process of titrating the dose. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Pump and a partial catheter was returned. Analysis of the device system (pump and catheter) revealed no significant anomaly; normal device function. During analysis the pump exterior was observed to have had impact dents that did affect post-explant pump performance. The returned catheter was not attached to pump and cut into small segments when returned. The catheter was observed to be partially occluded in the vicinity of the sc connector, but that could be broken loose.

Manufacturer narrative:
Programmer: model: 8835, serial# (B)(4); catheter: model: 8709sc, serial# (B)(4), implanted/ explanted: unk. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).